Event description:
Caller reported aviva system blood glucose results of "in the 500s" mg/dl and 212 mg/dl within 10 minutes. No adverse event was reported. Strips not available for return, replacement sent.

Manufacturer narrative:
Strips not available for return.